Event description:
New information received notes that programming changes were made without adverse patient symptoms.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were made but were unable to resolve the issue. Further programming changes were planned. No adverse patient consequences were reported.